Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response buttons were intermittent. The rear response button switch is contaminated causing the intermittent contact. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors response buttons were intermittent.